Manufacturer narrative:
Concomitant medical products: product ID a810, serial# unknown product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that when the pump was interrogated using the clinician programmer tablet synchromed ii software application (a810), the application prompted the service code 112. The service code is regarding pump memory error, infusion settings are invalid, and re-enter infusion settings. It was further reported that the infusion data invalid error message results when invalid data is received from the pump due to bad telemetry (which is the most frequent case) or pump memory error for any of the following: drug data (drug name, concentration), prescription data (infusion mode, rate, etc.), and physician bolus information (dose, duration, etc.). The physician was advised to clear the message, verify, and re-enter the infusion prescription and update the pump. Upon the recommended procedure, the physician was able to clear the memory error and solve the issue. It was recommended that the physician allow the completion of the update before moving the communicator from the pump. This would prevent the occurrence of the issues linked to a partial/uncomplete pump update. It was being considered that if the problem persists, the physician could consider explanting the pump and send it back to the manufacturer for analysis. The issue was resolved as of (B)(6) 2022. The patient was without injury regarding their status as of (B)(6) 2022. No surgical intervention was performed or planned. The patient's medical history, gender, age, and weight at the time of the event was unknown or would not be made available.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on 2022-jul-18. It was reported that the cause of the service code 112/pump memory error was not determined.

Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.